Manufacturer narrative:
Complaint number (B)(4).

Event description:
The healthcare professional reported following injection of 3.5 syringes of evolysse smooth in the patient's lips, marionette lines, mental crease, nasolabial folds, and perioral lines; the patient experienced excessive swelling and bruising. However, the patient's condition is reported to be getting slightly better but the animation is not normal. Safety database reference number (B)(4).